Event description:
Per the clinic, the patient experienced an infection at the implant site, specifically over the electrode channel as it went over from the receiver-stimulator into the mastoid. The patient was treated with several rounds of oral and IV antibiotics (specific date and duration not reported) and also underwent a washout procedure (specific date not reported) to treat the infected site. The device was subsequently explanted on (B)(6) 2026.